Manufacturer narrative:
A partial lead with the pin measuring 11.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead had high pacing impedance. The lead was capped and replaced on (B)(4) 2021. The patient was stable post procedure.